Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via rep regarding a patient receiving baclofen at an unknown concentration and dose via an implantable pump for spasticity. It was reported that the hcp could not access the patients pump for refill. Patient was sent to incident command system (ics) and they could not access pump. Patient was given baclofen oral and sent to surgeon. The issue was not resolved at the time of this report. It is unknown if surgical intervention is planned. Patients weight was asked but unknown. The issue was not resolved at the time of this report. Patients medical history was asked but unknown. Patient is alive with no injury.